Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, he experienced intermittent red heart and power limit advisory alarms, and later became more frequent. The pt is not a candidate for a heart transplant and does not wish to have his pump exchanged. The pt remains stable at home on the lvad.

Manufacturer narrative:
The pt remains stable at home. No further info is available at this time. A supplemental report will be submitted when the investigation is completed.